Manufacturer narrative:
It was reported that following insertion the patient experienced pain. It was reported that patient underwent mesh removal on (B)(6) 2016 by (B)(6) m.d.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgeries on (B)(6) 2014 and on (B)(6) 2016 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided

Manufacturer narrative:
Date sent to FDA: 06/03/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.